Manufacturer narrative:
The event is reported at this time based on additional information received which indicated a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr encountered resistance and was found damaged. The patient was undergoing surgery for treatment of an ischemic stroke located in the middle cerebral artery. The patients baseline mrs score was 2 and post procedure was 2. The patient's baseline nihss score was 5 and post procedure was 5. The patient's baseline tici score was 0 and post procedure was 3. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There was one pass made with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 5 hours. It was reported that the patient was admitted to the hospital for emergency treatment and diagnosed with acute cerebral infarction. Considering middle cerebral artery occlusion, emergency embolectomy was planned. 0.14 avigo micro-guidewire and rebar-18 microcatheter passed through the distal end of the occlusion. Angiography showed that it was in the true lumen and the distal blood vessels were unobstructed. Swim embolectomy was prepared. 5f125 was used for proximal support in the proximal segment, and then 6-30sfr stent was selected for embolectomy. After the stent was taken out of the ring dispenser, it was fully hydrated and prepared to be delivered from the y valve into the microcatheter. The stent was slowly pushed. At first, the delivery was normal, but resistance suddenly occurred, and the stent could not move forward normally and could not enter the y valve or microcatheter smoothly. After repeated operations, it still could not enter the microcatheter smoothly. Tried again but found that the connection point between the stent and the pusher rod was broken. The stent was damage and could not be used. Considering the patient's emergency admission, in order to ensure the patient's safety, it was replaced with a new embolectomy stent. The above operations were repeated, and the stent entered the microcatheter normally, and the surgery went smoothly. It was reported there was stent damage observed during the procedure. The connection between the proximal end of the stent and pushwire was observed to be damaged. Resistance was encountered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received reported that considering product quality reasons, it was damaged during the attempt to push it into the y valve and microcatheter. Both the catheter and sheath encountered resistance. The tip of the sheath was secured in the hub of the microcatheter. The rhv¿was secured¿during delivery. The stent was separated into two pieces.

Manufacturer narrative:
H3: product analysis #706990159:¿ equipment used: vis (m-78210) ¿ drawing(s) referenced: none ¿ as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box and a plastic bio-pouch. The stent was returned separated from the pusher within a plastic container. ¿ damage location details: no bends or kinks were found with the solitaire fr pusher. The stent was found to be separated from the p usher. The stent tear drop struts were found bent and broken. The stent¿s working length struts were found to be in good condition. ¿ testing/analysis: the broken solitaire fr stent was sent out for scanning electron microscopy (sem) failure analysis. Per the sem report, the broken ends were identified as broken end a and broken end b. Broken end a failed via fatigue, then to overload. The fracture surface of broken end b was damaged (smeared), however, the surface exhibits evidence of overload features. It is believed that the smearing of the fracture surface occurred after the sample failed. ¿ conclusion: based on the device analysis and the information provided, the customer's report of "stent resistance/stuck in sheath" could not be confirmed. However, the report of "separation" was confirmed. The returned stent's struts were found bent and broken. The sem report indicated that the failure was due to fatigue (bending) and overload, suggesting that the stent was likely damaged and subsequently separated during removal. The exact cause of the resistance remains undetermined. Potential causes of "stent resistance/stuck in sheath" may include overtightening of the rhv or improper hubbing technique. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.